Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported 'under infused' which was not reproduced. The reported problem 'under infused' could not be confirmed through the event history log (ehl) review or reproduced during evaluation. Evaluation observed and found that the device was tested for flow rate testing at rates of 9ml/hr with vtbi of 9ml and the infusion result of 9ml, and 40ml/hr with vtbi of 20ml and had the result of 20.285ml, and the error percentage rates were +0.000% and +1.425%, and both error percentage rates were within the +/-5% specification range. The reported condition was not verified. There was no correction needed. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. The reported problem of a kink in the line above the pump without an alarm for an upstream occlusion was not evaluated for during service evaluation. The cause of the reported event could not be determined. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device was calibrated and tested and it will pass all the testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of heparin with a spectrum iq pump, the pump appeared to be running; however, was not infusing the heparin which resulted in the patient not being¿ properly anticoagulated¿. The medication was set at 900 units/hr (9cc/hr). The same day, an anti-factor xa assay was performed and came back ¿undetectable¿. It was reported a kink ¿just above¿ the pump door was observed and ¿fixed¿, however, the heparin remained undetectable with the new tubing (no kinks noted). No alarms were generated. On an unreported date, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.